Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with leakage from the injection port. The following information was provided by the initial reporter, translated from (B)(6) to english: all observations were observed in the operating room. An infusion set is attached to the vps, a liquid is administered by gravity infusion. The anesthetic is administered via syringe through the injection port. As soon as the syringe is withdrawn, liquid (blood) flows out of the open injection port. There is no assurance that the full amount of the drug has been put in the vein. Furthermore, this incident happened at the end of the operation. The injection port is opened to re-administer a drug via this access. The blood ran out from the injection port.

Manufacturer narrative:
Investigation summary: two videos were received for evaluation by our quality team. Upon visualization of the videos, injection port leakage was observed, however it was unclear where the leakage was coming from. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with leakage from the injection port. The following information was provided by the initial reporter, translated from (B)(6) to english: all observations were observed in the operating room. An infusion set is attached to the vps, a liquid is administered by gravity infusion. The anesthetic is administered via syringe through the injection port. As soon as the syringe is withdrawn, liquid (blood) flows out of the open injection port. There is no assurance that the full amount of the drug has been put in the vein. Furthermore, this incident happened at the end of the operation. The injection port is opened to re-administer a drug via this access. The blood ran out from the injection port.